Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause cannot be determined.

Event description:
The event involved a plum a+ pump. During testing, it was noted that the pump was 2% out of tolerance, meaning the delivery rate was too high and the pump over delivered. An example given was 100 ml (milliliters) intended to be delivered, however 102 ml (milliliters) actually delivered. There was no patient involvement and no harm.